Manufacturer narrative:
Product development investigation was completed. Customer quality (cq) engineering investigation: visual inspection at cq confirmed the reported complaint condition. One of the six distal teeth have sheared off obliquely at its base and was not returned. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. No new malfunctions were identified as a result of the investigation. A visual inspection under 5x magnification, dimensional inspection, device history record (DHR) review and drawing review were performed at cq for the returned device as part of this investigation. No product design issues or discrepancies were observed. Visual inspection at cq confirmed the reported complaint condition. Unable to determine a definitive root cause. Most likely due to collision with another instrument and excessive and off axis force resulting in the one tooth to break off. Per the complaint description "trephine attachment got caught in a wire as the surgeon was removing it from the patient's foot and broke". No new, unique or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. This complaint is confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: part number:387.660; lot number: 8669635, manufacturing location (B)(4). Release to warehouse date: 09.dec.2013. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient¿s weight is unknown. (B)(4). Lot number unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown fixation surgery on (B)(6) 2017 a 9.5 mm diameter trephine attachment got caught in a wire as the surgeon was removing it from the patient's foot and broke. The procedure was already finished when the device broke. No fragments were generated in the patient; but, pictures of the device received show the tip of the device broke. There was no reported surgical delay or patient harm. The patient was reported to be in great condition following the procedure. Concomitant devices reported: wire (part # unknown, lot # unknown, quantity 1). This report is for one (1) trephine attachment 9.5mm diameter. This is report 1 of 1 for complaint (B)(4).